Event description:
Prior to a generator replacement surgery, company representative observed high impedance with dcdc - 7 on system diagnostics with the existing generator and lead. The generator was not at end of service but was programmed off when interrogated. The representative indicated that the patient was referred for replacement by the neurologist with no known interrogations or diagnostics as it appeared that they referred based on the family's report that it "hadn't been working in years." It wasn't clear what this meant by the family and the family couldn't recall when it was programmed off. The surgeon didn't want to do a lead revision, but wanted to proceed with the generator replacement. High impedance (>10000 ohms) was still present despite generator replacement and troubleshooting (pin insertion). Generator diagnostics with the test resistor revealed 3834 ohms (generator is not suspected as the cause of high impedance). The surgeon decided to leave generator in and it was left programmed off. The explanted generator will not be returned per hospital policy. In house programming history database shows that the device was programmed off on (B)(6) 2003 and remained off till (B)(6) 2012 based on the available data. Per patient's family, the device was reported to be not working/disabled for several years. No known surgical intervention to replace the lead has occurred to date.

Event description:
The previously explanted generator was received. The device performed according to functional specifications . Analysis of the generator in the lab concluded that no abnormal performance or any other type of adverse condition was found. The lead was replaced and was reported to have been discarded in multiple pieces.